Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Bg value was not provided. Low bg cause was not known. Reportedly, the customer was hospitalized. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received. No additional information was provided.